Manufacturer narrative:
H4: the lot was manufactured between october 2, 2023 - october 4, 2023. H11: the actual device and a photograph of the sample were provided for evaluation. The returned photograph was reviewed, and it was noted that there was white drug residue located on the exterior surface of the device which suggested a possible leak. The actual device was visually inspected, and drug fluid was observed inside a bag that contained the infusor device which suggested a leak. A closed-circuit luer lock connector (spiros) was also attached to the device's distal luer. The spiros connector is not a baxter product. A functional leak test was performed, and no evidence of a leak was observed from the fill port or the surrounding area of the fill port. However, a leak was observed coming from the spiros connector. No evidence of leak was observed from any parts of the infusor device. Based on the evaluation result, baxter's infusor device was determined to be conforming product. The reported condition was not verified. The cause of the reported condition was found to have come from a non-baxter product (spiros connector) attached to baxter's infusor's device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the filling port. The device was set aside to monitor, and the leak continued until the device was emptied after 4 to 5 days. The leak occurred during preparation and was observed on the external part of the device. The device was filled with fluorouracil and sodium chloride 0.9% to a filling volume of 97ml. There was no patient involvement. No additional information is available.